Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset instructions and the customer planned to reset pump at a later time and was advised to call back if issue reoccurred.